Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 16mm insert. The following devices were also listed in this report: unknown left gmrs small distal femur; cat# unknown; lot# unknown. Unknown 50 mm extension piece; cat# unknown; lot# unknown. Unknown baseplate; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not provided. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon revised left gmrs small distal femur, 50 mm extension piece, baseplate and 16mm insert. As per sales rep on 11/17/2015: the patient was being revised due to pain.